Event description:
The reported dissection was resolved with placement of the study stent.

Event description:
During the index procedure a 2.0 x 6 mm sprinter otw balloon dilatation catheter was used for pre-dilation of the target lesion located in the 1st diagonal. A grade b coronary artery dissection is reported to have occurred after pre-treatment. It was reported that during the procedure the patient also received one endeavor resolute rapid exchange (rx) drug-eluting stent in the 1st diagonal. No other patient complications were reported.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (dissection). (B)(4).